Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer mentioned that the threshold suspend came on during her low blood glucose. The customer's blood glucose was 99 mg/dl at the time of the incident. The customer stated that she tried to treat the low blood glucose with juice but she fell. The time of the hospitalization was 3:20pm and the date of the hospitalization was (B)(6) 2016. The insulin pump will not be returned for analysis.